Manufacturer narrative:
On (B)(6) 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On (B)(6) 2015, the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 145045 - 15 stems produced and released on 10/31/2014. Expiration date 09/30/2019. No anomalies found related to the issue. To date, 2 items of the lot have been sold without any similar issue. The batch of the screw - lot 145745, 1492 screws has been checked too without any problem detected. On (B)(4) 2015, the medical affairs director performed a preliminary analysis: the surgery can be easily completed, but the locking of the taper connection between plate and stem is not secure. The chances that the connection may get loose at short or medium term are rather high. However, I would not insist for a revision to be made. Being a revision prosthesis, surely, the operation is going to be rather difficult and explanting the tibial component may prove rather damaging for the pt. Personally, I would rather leave it in until the disconnection takes place and even then it is not a given that the system must be explanted. The screw was received back and from a visual inspection of the r & d director, no visual defect was present. It was also measured by qc manager on (B)(4) 2015 and everything resulted to be within specifications.

Event description:
(B)(4).